Manufacturer narrative:
D2b: medical device type: one additional code applies; jka. Investigation summary: bd had not received any samples for investigation. However, functional tests were conducted on 30 retained samples, using 10 tubes per needle to assess the functionality of the device. Three of these samples failed testing due to sleeve leakage observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage. The root cause was determined to be an out-of-specification lube weight reading on the finger grip luer (fgl) sub-assembly batch used in the finished good. A quality inspector trainee and trainer failed to identify the out-of-specification result and did not place the product on hold. As a corrective action, coaching sessions were conducted with the trainer and trainee including a review of the data from this inspection lot. Additionally, inspections now include a visual flag for out-of-specification results and generation of a quality hold on any inspection that contains an out-of-specification result. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported by that while using one bd vacutainer® push button blood collection set, the non-patient needle rubber did not cover the needle back causing a larger hole in the tube stopper and leaking blood. Blood got on the hand of the phlebotomist, but no post-exposure testing or medical interventions were required. The staff member washed with soap and disinfectant as per oesh recommendations.